Manufacturer narrative:
Product complaint # (B)(4).. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What happened prior to the ¿splash¿ from surgiflo? Please describe, how did it happen? Did the nurse practitioner received any other surgical or medical treatment? What is the status of the nurse practitioner? Recovered? Was there any alleged deficiency with the surgiflo matrix that lead to the ¿splash¿? How was the suriflo matrix prepared? Where they any concomitant products used in the preparation of the surgiflo matrix? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The nurse practitioner was splashed with the absorbable hemostat in her eye, causing a burning sensation. The eye was flushed for 15 minutes and treated it tetracaine.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h10. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Please clarify if the product involved in this event was the surgiflo matrix or surgiflo with thrombin. Exposure was to surgiflo with thrombin hemostatic matrix kit. 2. Please confirm that the product code involved in this event is 2991. If not, kindly provide the corresponding product code. Product code is 2994, 8ml. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1. Brand name, d2b. Procode, d4. Catalog, d4. Unique identifier( UDI), f10. Medical device problem code.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what happen prior the ¿splash¿ from surgiflo? Please describe, how did it happen? Employee is certified surgical tech who was assisting coworker getting ready for another case. They have used the product many times without incident. They reported after mixing the liquid into the dry matrix the 3rd time, one of the syringe¿s broke causing the mixture to spray into the eyes. They do not remember which syringe broke but they only mixed this 3 times out of the 6 recommended times. Did the nurse received any other treatment? They were sent to the ophthalmologist the next day for assessment after eyes were washed with water and saline. What is the status of the nurse? Recovered? Per employee report, everything was ¿ok¿ and they do not need follow-up. Was there any alleged deficiency with the device that led to the ¿splash¿? There was nothing the employee noted about the product that was out of the norm at the time of the incident. How was the surgiflo matrix prepared? It is unknown how much of the matrix was prepared at the time of the incident. Where they any concomitant products used in the preparation of the surgiflo matrix? There were no other products used with the surgiflo matrix. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.